Event description:
Received info stating customer received multiple altitude alarms. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.